Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was intact with the pusher assembly. Further evaluation revealed that the pet lock was separated, the pull tube was retracted completely out of the pusher assembly proximal end, and the pull wire was in its initial position within the pusher assembly ddt. This indicates that the pull tube likely fractured from the pull wire within the pusher assembly. The root cause of this damage could not be determined; however, this damage likely contributed to inability to detach the embolization coil during the procedure. Further evaluation revealed offset coil winds and pusher assembly kinks on the proximal end. The pusher assembly kink was likely a result of the manual detachment attempt. The offset coil winds were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician used the handle to successfully implant three smart coils in the target location. While attempting to detach the next smart coil, the handle did not detach it after more than three attempts were made to do so. The physician attempted to manually detach the smart coil without success. Therefore, the smart coil was removed from the patient. The procedure was completed using an additional smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.